Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine¿ needle had a cracked syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag with part of the shelf carton from lot # 7268785. Customer states that the barrel is cracked. The returned syringe was examined and exhibited a cracked barrel from the 0-20 unit marking. A review of the device history record was completed for batch# 7268785. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200720254, 200720253] noted for damaged tip. There was one (1) notification [200723554] noted for damaged core pin. There was one (1) notification [200720255] noted for damaged barrel. There were seven (7) notifications [200720037, 200720007, 200719510, 200719178, 200720256, 200719959, 200720006] noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail/prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. Infeed dial at barrel printers. Loss of back pressure at infeed rail also at form fill & seal.

Event description:
It was reported that a bd insulin syringe with bd ultra-fine needle had a cracked syringe. There was no report of exposure, serious injury or medical intervention.